Manufacturer narrative:
The following devices were also listed in this report: accolade ii size 7 hip stem; cat # unk_shc; lot # unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding injury and revision involving an unknown lfit anatomic v40 metallic femoral head was reported.the event was notconfirmed. Method & results: -device evaluation and results: not performed as product was not returned.¿ -clinician review:no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : not available

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic v40 metallic femoral head on his right hip on or about (B)(6) 2014, and was revised on (B)(6) 2022. It is further alleged that the patient suffered injuries as a result of the subject products.